Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event; the trays are 100% inspected after completion of the sealing process. A visual analysis of the returned device revealed that the bottom of the thermoformed clam shell packaging was melted. The melted portion did not appear to have breached the plastic wall. There were no defects noted on any part of the device. The cause for the event is undeterminable.

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was unpacked during a revision sling transobturator tape procedure. According to the complainant, during unpacking, a part of the tyvek tray containing the device appeared melted and the sterility of the device appeared compromised. There were no holes in the tray or the outer box and there was no other visible damage to the packaging. It is unknown whether the box had been exposed to heat. The defect on the tyvek tray was noted immediately after it was removed from the box and there was no attempt to open the tray. The physician completed the procedure with another obtryx curved transobturator sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was unpacked during a revision sling transobturator tape procedure. According to the complainant, during unpacking, a part of the tyvek tray containing the device appeared melted and the sterility of the device appeared compromised. There were no holes in the tray or the outer box and there was no other visible damage to the packaging. It is unknown whether the box had been exposed to heat. The defect on the tyvek tray was noted immediately after it was removed from the box and there was no attempt to open the tray. The physician completed the procedure with another obtryx curved transobturator sling system and the patient's condition at the conclusion of the procedure was reported to be "fine."